Event description:
It was reported by the patient that after a bout of vomiting, a "vibrating" sensation commenced. The patient further reported that the implantable pulse generator (ipg) had been vibrating sporadically since the episode. The ipg and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead: (B)(6) 2008. (B)(4).